Manufacturer narrative:
(B)(4). Evaluation summary:this report was confirmed in the lab for a broken overpouch. A batch review was performed with no issues noted. The cause of the broken overpouch is undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
A patient reported to baxter (B)(4) that a cassette was received with a broken overpouch. There was no patient injury or medical intervention reported. No further information is available.